Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device and another manufacturer's right ventricular (rv) lead exhibited out of range pacing impedance measurements resulting in activation of the lead safety switch (lss) to unipolar configuration. Noise and oversensing was then observed and resulted in 1.9 seconds of pacing inhibition. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance measurements were high out of range and greater than 2,000 ohms. Additionally, the patient was seen in clinic. Pacing impedance measurements were noted to be stable and within normal limits with no additional out of range measurements observed. The physician opted to reprogram the lead configuration to unipolar pacing and bipolar sensing. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.